Event description:
It was reported that a pt underwent a left inguinal hernia repair procedure on an unk date. It was reported that the mesh shrank and strangled the main nerves, the ilioinguinal, iliohypogastric and the genito-femoral nerves. The event required an unk intervention. No further info was available.

Manufacturer narrative:
Date sent to the FDA: 11/06/2009. Mesh shrinkage. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.